Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered the following: persistent severe pain and discomfort in his left hip, groin, and thigh which has increased over time; sensation of misalignment; weakness; decreased range of motion; difficulty with activities of daily living such as walking and standing after being seated; left hip has repeatedly given out causing him to fall on numerous occasions; must use a cane to ambulate; has elevated levels of cobalt and chromium metal ions in his blood stream (in (B)(6) 2011, cobalt level was 2.6 and chromium level was 0.6); upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip.